Event description:
A heavily calcified proximal and mid left anterior descending artery (lad) were the target treatment area. A 7f guide catheter and non-csi or abbott guide wire were advanced, then several trek balloons were advanced and inflated to pre dilate the vessel. Shockwave and intravascular ultrasound (ivus) were then attempted to be advanced but were unsuccessful due to the heavy calcification of the vessel. The teleport microcatheter was advanced, and a wire exchanged was performed for the viperwire advance guide wire. The teleport was removed and as the diamondback 360 coronary orbital atherectomy device (oad) was being prepared to be advanced onto the viperwire, the fluoroscope was checked, and a dark spot was observed on the viperwire. The teleport was checked, and it was discovered the radiopaque tip had fractured and was in vivo. A non-csi or abbott guide wire and a trapper balloon were advanced to attempt to secure the teleport tip but was unsuccessful. It was then observed, when the viperwire was moved the teleport tip moved with the viperwire. The teleport tip was stuck onto the viperwire and the two were removed together through the guide catheter. No component was left in the patient. A non-csi or abbott microcatheter was advanced over the non-csi or abbott guide wire and a wire exchanged was performed for the viperwire. The diamondback 360 coronary orbital atherectomy device (oad) was then advanced onto the viperwire and spun for four successful treatments. The patient was stable and did not experience impact from the reported issue.

Manufacturer narrative:
Abbott was the distributor/importer for this device, the investigation and reporting of this event will be performed by the manufacturer. Csi ID: (B)(4).